Manufacturer narrative:
Additional information: section e phone: (B)(6). The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. The patient complained of abdominal pain due to the amount of gas emitted being greater than expected. It became difficult to operate the endoscope. A section of the device did not remain inside the patient¿s body. It is unknown if the patient required any additional procedures due to this occurrence or if the patient did not experience any adverse effects due to this occurrence. Additional attempts to gather this information will be made.

Manufacturer narrative:
Additional information: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. There is no evidence to suggest the report is due to a device failure. The instructions for use states ¿caution: ensure gastrointestinal lumen is not distended because hemospray adds volume during procedure.¿ additionally, pain and discomfort during endoscopy can occur if a patient does not receive adequate sedation or anesthesia. Prior to distribution, all hemospray endoscopic hemostat are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been no other similar occurrences reported during the time period reviewed. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.